Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient had a greenfield filter implanted in (B)(6) 2006. The patient suffered severe, possibly permanent injuries and emotional distress. No further complications were reported.